Event description:
The account alleged, the brake will not hold on the foot end of the bed.

Manufacturer narrative:
When a follow-up call was made to the account to determine the resolution of the alleged malfunction, the account was not aware of an issue with the bed and did not recognize the initial reporter's name.